Event description:
It was reported that the patient lost paresthesias in (B)(6) 2012. It was reported that electrode #2 and #7 had impedances >40,000 ohms. The reporter stated that the lead was replaced. The patient outcome was stated as "fine."

Manufacturer narrative:
Product ID 3877-45, lot# 0205870117, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4): analysis of the lead, model # 3877-45, found that conductor wires #2 and #7 were broken 19.3 cm from the distal end.